Manufacturer narrative:
The pump exchange due to thrombosis was reported under MFR #2916596-2018-03164. Approximate age of device - 3 years. Manufacturer's investigation conclusion: a correlation between the device and the driveline exit site infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient developed a driveline exit site infection which with an onset date of (B)(6) 2018. A pinpoint drainage from the driveline was presented. A debridement of the driveline was performed while the patient was placed on antibiotics until further notice. (B)(6) wound culture for enterococcus faecalis was confirmed on (B)(6) 2018. On (B)(6) 2018, the patient received a pump exchange due to thrombosis and infection.